Event description:
Caller states the pt tested 1.5 inr on coaguchek system 1 and 2.3 inr on coaguchek system 2 during duplicate testing. Unk action taken on 2.3 inr result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with for suspect device in coaguchek system 2.